Event description:
It was reported that a system error 2240 (air in tubing) occurred on the homechoice (hc) during dwell 3 of 6. The hc also alarmed system error 2367, which is a cascade failure of system error 2240. There was patient involvement, but no patient injury, adverse event, or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Additional narrative: during evaluation of a homechoice hardware device an alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.